Event description:
It was reported that patient experienced five infusion set tubing was leaking at the site event on (b)(6) 2026. The length of infusion set was in use for two days. The patient replace infusion set and resumed insulin delivery successfully.

Manufacturer narrative:
E1: Name: (b)(6) Country: (b)(6) Street: (b)(6) City: (b)(6) State: (b)(6) Zip Code: (b)(4) MDR 3003442380-2026-58967 / Initial 3 of 5. Based on the available information, this event is deemed to be a Reportable Malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: (b)(4), Manufacturing Site: (b)(4).